Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 6.0mmx150mmx150cm (4f) sterling¿ balloon catheter was used for dilation. However, on the first inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with another of the same sterling¿ balloon catheter. No patient complications were reported.